Event description:
It was reported that during a ptca / atherotomy treatment procedure involving a calcified and 90% stenotic lesion in the distal portion of a tortuous circumflex coronary artery, the maverick2 monorail balloon was suspected to have ruptured at 8 atm's on the initial inflation. The patient was asymptomatic during this event. It is noted that despite predilation of the lesion, resistance was met during insertion of the maverick2 monorail balloon catheter. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. A 6f long introducer sheath, a radifocus s-port guidewire (size unknown), an acs bmw guidewire (size unknown), and a 6f mach 1 guide catheter were also used in this case, but which inflation device was used is unknown. Patient status is reported as "good".